Event description:
Device report from synthese reports an event in columbia as follows: it was reported on an unknown date that at the beginning of the procedure, surgical planning was carried out with the specialist and it was decided to use a tns protect nail 330 millimeters long, waiting to decide the diameter depending on how the intramedullary riveting would evolve, and at the end of this step of the technique it was decided to use a nail 11x330mm. Verification of the implant sticker lot with the referral resulted in the realization that the implant that had been planned from the start and a shorter nail (11x300mm) was used. This situation did not cause any harm to the patient. This report is for one (1) unk - nails. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. This report is for an unknown nails/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation due to it being implanted. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.